Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion¿ insulin syringe had a broken plunger rod. No serious injury or medical intervention was reported.

Event description:
It was reported that relion¿ insulin syringe had a broken plunger rod. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the plunger rod was broken. The returned syringe was examined and no broken plunger rod was observed. A review of the device history record was completed for batch# 8057901. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200744957] noted that did not pertain to the complaint. There was one (1) notification [200744968] noted for dry barrels. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.